Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on may 30, 2017. Implanted device remains

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting of the external components did not resolve the issue. There are plans to explant the device and to reimplant the patient with a new device.